Event description:
In a voluntary medwatch received from northern michigan regional hospital, the reporter stated that the total wrist implant fractured and required repair. The patient required a procedure during which the damaged implant was removed and replaced. Attempts have been made to contact the surgeon by telephone and in writing. No additional information is available to date. Please also see MFR report number 3004608878-2008-00022 for other wrist implant component report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.